Event description:
It was reported that the sternal saw was making grinding noise and had a low power output. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The sternal saw power unit was returned to terumo for investigation and repair. Upon receipt of the power unit, functional testing was performed. No issues could be found with the device. The system passed functional testing. This report is being submitted to the FDA as a result of a retrospective review of product complaints.